Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and pacing inhibition for less than two seconds. The rv lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).